Event description:
The customer reported that insulin pump alarmed no delivery for the past week. The customer stated that she changed the infusion set several times and the insulin pump continued alarming. The customer's most recent glucose reading was 326mg/dl, and she was treated with manual injections. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and passed. Performed a high pressure test twice and the tests failed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.